Event description:
It was reported that the asymptomatic patient presented n clinic for follow up. The right ventricular lead exhibited far field p-wave oversensing, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was performed.